Event description:
It was reported that a programming wand would not interrogate a patient's vns device. Troubleshooting and changing the battery did not resolve the issue. A different programming wand was used to successfully interrogate the patient's device. The wand was sent to the manufacturer for analysis. Product analysis revealed that the serial data cable had intermittent conductors which produced the communication errors.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.